Manufacturer narrative:
On 10/2/2019, mentor became aware that psr submission numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00011716. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 6/13/2019, mentor became aware that the date of surgery was 6/21/2019 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00011716. It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the right side and with 500cc mentor memorygel breast implant on the left side and was presented with bilateral capsular contracture; baker grade IV. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).